Event description:
It was reported that the device received an unknown alarm error. There was no reported patient involvement.

Manufacturer narrative:
Corrected g4, h6(method, results, conclusion) additional information: h10 a review of the device history record for sn (B)(6) was performed from (B)(6) 2019 to (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device received an unknown alarm error. There was no reported patient involvement.